Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a headless compression screw procedure, the cannulated driver tip twisted and fractured while attempting to insert a screw. The procedure was completed with another driver. No patient consequences were reported as a result of the malfunction.

Manufacturer narrative:
(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a headless compression screw procedure, the cannulated driver tip twisted while attempting to insert a screw. The procedure was completed with another driver. No patient consequences were reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed as the returned instrument was fractured. Visual inspection confirms that the tip the driver is twisted and fractured approximately halfway from the shank. The device history record for the supplier was not reviewed, as the certificate of conformance and receiving documentation indicates that the product was in good order as received, and the reported event is caused by a known design issue. The root cause of the failure is related to plastic deformation as a result of the design of the device. These drivers have been designed to be twisted before fracture of the screw. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.